Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient had a pre-existing incomplete right bundle branch block (rbbb). The length of the membranous septum was 4.7mm. The valve was implanted. The final implant depth was 5mm from the non-coronary cusp (ncc). The following day the patient developed complete heart block. The patient passed out at home, fell and hit her head. A large hematoma formed on the forehead. A permanent pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of right hematoma and bundle branch block (rbbb) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information the cause of the reported incidents could not be conclusively determined. The reported surgical intervention and hospitalization were due to case-specific circumstances. Following the procedure, a permanent pacemaker was placed, and the patient was hospitalized. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient had a pre-existing incomplete right bundle branch block (rbbb). The length of the membranous septum was 4.7mm. The valve was implanted. The final implant depth was 5mm from the non-coronary cusp (ncc). The following day the patient developed complete heart block. The patient passed out at home, fell and hit her head. A large hematoma formed on the forehead. A permanent pacemaker was implanted. The patient status was stable.